Event description:
Following insertion of the cannula, when the cap was being placed, the ccp noticed the luer portion of the t-connector was cracked. The cannula was used for remainder of procedure with no adverse impact to the pt.